Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine procedure, when the right atrial (ra) lead was attached to the new generator it exhibited low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.